Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting an attune femoral component, the femoral impactor head cracked. It did not break into pieces, but it was collected, cleaned and sterilized. Since this happened further inspection of the set brought to our attention a crack on the locking insertion handle. The parts will be returned. Replacement parts will be needed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.